Event description:
The pump was received on 3/1/2024 and the complaint was also reopened on 3/1/2024. Pump evaluation began on 3/1/2024. Infutronix received this complaint that the pump stopped infusing due to a system error alert. No patient harmed. The infusion cannot resume without causing delay in treatment. The detail of the evaluation was stated in section h of this MDR.

Manufacturer narrative:
The pump was received on 3/1/2024 and the complaint was also reopened on 3/1/2024. Pump evaluation began on 3/1/2024. Due to the pump's initial complaint code of "2sys1: system error - alarm during infusion", the pump's event log was pulled and reviewed to see if there is any evidence of a system error alarm in the pump's history. A system error can be seen by the code "e02" in the event log. The reportability of this complaint was upgraded to "yes" due to this initial complaint code being categorized as MDR reportable according to protocol 6. Upon review of the pump's event log, there was no system error alarm noted, but several downstream occlusion alarms were found by the code "e05" see complaint for detail information about event log. This downstream occlusion code was found (B)(4) times in the event log file, and was also reported by the patient as seen in the case. Reported issue of system error not found, but downstream occlusion was found. Device not performing to specification due to the constant downstream occlusion alarms found in the event log.